Manufacturer narrative:
Section e1: reporter phone number as reported ((B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for evaluation due to a driveline power fault alarm at 0505. Following review of the submitted log files, it appeared that the event log file recorded a driveline power fault on 03aug2025 at 15:02:38. The events appeared to have been associated with a f4 power a broken controller fault flag. Motor function was not affected by the event. It was later reported that no equipment was exchanged as the patient underwent a routine heart transplant on (B)(6) 2025. The patient was not elevated on the transplant list secondary to a device or therapy related issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not confirm internal driveline wire damage that could have contributed to the reported driveline power fault captured in the submitted log file. A specific cause for the event could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. A driveline power fault alarm, associated with power a line faults, became active on (B)(6) 2025 at 05:04:08 and persisted through the remainder of the log file. No other notable events or alarms were captured, and the pump appeared to operate as intended. (B)(6) was returned assembled with the pump cable severed approximately 9.0¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No notable alarms were captured during operation of the device. The pump cable was tested for current leakage and all wires passed. The patient remained ongoing on heartmate 3 lvas, (B)(6), until they were routinely transplanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.